Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index renal denervation procedure the left renal artery was treated first. Six ablations were performed. Right renal artery was treated second. Four ablations were performed. It was reported that there was an arterial puncture with use of the catheter during the index procedure. The puncture could be seen only after the procedure. Two days later the patient experienced a minor hematoma of the right groin. No treatment was given. Investigator indicated that the reported hematoma event is definitely related to the renal denervation device and procedure. It was confirmed that the hematoma was the result of an unintended arterial puncture/perforation. Location of the punctured vessel was in the groin. No treatment was provided. The hematoma resolved spontaneously.